Event description:
It was reported that the patient had high lead impedance after running diagnostics on the vns generator. The patient was then referred for lead revision. The patient had a full revision on (B)(6) 2013. The device history report was reviewed and no non conformances were found. The physician's office was contacted and revealed that the high lead impedance was noted on (B)(6) 2013 and the patient as found at high impedance. The physician did not turn off the vns generator and instead turned up the output. It was also noted that no trauma is known that could have contributed to the event since the patient is handicapped. The product is still in process to be returned.

Event description:
An implant card was received indicating that the vns generator and lead were explanted and replaced with a new vns lead and generator due to high lead impedance.

Event description:
Product analysis on the returned vns generator was performed. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The vns generator and lead were returned on (B)(4) 2013 for product analysis. Product analysis on the returned vns lead was performed and confirmed discontinuity of both positive and negative coils in the electrode region. Corrosion was also confirmed on both positive and negative coils. This lead break likely contributed to the high impedance condition. Product analysis of the vns generator is still underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.